Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the polyester filter in the venous reservoir didn¿t allow the transit of blood coming from suckers and vent. As per the subsidiary, after usage for 296 minutes of capiox fx25 advance oxygenator in cardiopulmonary bypass during an intervention of aortic dissection type a, replacement of the device became necessary because the polyester filter in the venous reservoir didn¿t allow the transit of blood coming from suckers and vent and it was not possible to give any kind of fluid to the patient through the ports on the reservoir. All these problems made impossible go on with bypass. In accordance with cardiac anesthetist, the replacement of oxygenator has been made; the patient was weaned from cardiopulmonary bypass with a duration of change for 3 minutes and then was started again to end the surgery. Product was changed out. There was a 3 minute more or less delay in the beginning of the surgical procedure was completed successfully

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 26, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer) . H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was inspected upon receipt with no anomalies were noted. The sample was tested for the cardiotomy filter break through time, break through volume, and static volume. All results were within specifications. The evaluation of the returned sample was found to function as intended and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.